Event description:
According to the customer, on (B)(6) 2022 when attempting to activate the hot pack it "exploded" covering the patient with the "contents of the pack" and got into the patient's "eye."

Manufacturer narrative:
According to the customer, on (B)(6) 2022 when attempting to activate the hot pack it "exploded" covering the patient with the "contents of the pack" and got into the patient's "eye." Due diligence has been completed. No additional details are available related to the customer reported issue. The sample has been requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury; therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.s